Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The official cause of death was stated to be natural causes. The customer had high blood pressure. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors or if a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis.